Event description:
The hospital reported that the hs iii proximal seal is hard to pull out and it seems that something on the device has changed. The hospital did not report any pt effects. The hospital will reportedly not be returning the device to the manufacturer for evaluation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).